Manufacturer narrative:
Investigation summary: investigation site: (B)(4). Selected flow: device interaction / functional. Visual inspection: the received condition of the vertebral body retainer has shown that the two retainer are dismantled at the joint. The pins were are returned for further investigation. Functional test: a functional test can not be performed of the detected damage. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that the two retainer are dismantled at the joint. The pins were are returned for further evaluation. The present vertebral body retainer has shown that on the pin holes and the pins some residue of point welding are visible which secured the joint as intended. The point welding conformed the specification at the time of manufacturing and passed inspection requirements. These indication led us assume that the device encountered unintended forces, such as a mechanical overload during the cleaning process, which finally caused the post manufacturing damages. By the evidence, that the device passed our 100% final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance's. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part number: 03.820.111, lot number: t159598, manufacturing site: (B)(4), release to warehouse date: nov 13, 2018. A review of the device history records was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the or manager delivered a defective cervical caspar distractor. The ping got loose which was detected during cleaning and sterilization. It was not detected intraoperatively. All pins were not welded identically. There were no patient consequences. This is report 1 of 1 for (B)(4).